Event description:
Patient developed a hematoma and surgeon replaced the liner and the head.

Manufacturer narrative:
The delta v-40 ceramic head 36/+5, cat# 6570-0-236, lot# 42604802, was also revised. It cannot be determined which, if any of the revised devices may have caused or contributed to the patient's hematoma. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding a hematoma involving a trident 10° x3 insert 36mm ID was reported. The event was not confirmed. Device evaluation not performed as the device was not returned. A review of the provided medical records by a clinical consultant indicated: ¿there is no evidence that the surgery for evacuation of a deep hematoma three weeks post revision hip arthroplasty was related to factors of faulty prosthetic design, manufacturing, or materials.¿ device history review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, patient history, follow up notes, operative reports, and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
Patient developed a hematoma and surgeon replaced the liner and the head.